Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was able to confirm the customer comment of telemetry failure but was unable to confirm the customer comment of sudden shutdown. The link electronic module was replaced and the power supply was also replaced, as a preventive measure. The hard drive was reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the programmer shut down suddenly and also experienced telemetry failure. Follow-up was unsuccessful in determining whether or not the radiofrequency programmer head had been changed out during initial troubleshooting by the customer and therefore both the programmer and the accompanying programmer head are being reported. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.